Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard569425010c. Corrected d4 catalog # ard568350943. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. December, 2023 getinge became aware of an issue with one of surgical lights - powerled. During preventive maintenance the cracked stop segment plate was discovered. Designated complaint unit employee confirmed based on photographic evidence the transparent cover was cracked with possibility of missing particles and also the label was chipping off. We decided to report the issue in abundance of caution as any parts or particles falling off during examination procedure may cause infection. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: · iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. · iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. · disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The holding plate damages are due to impacts, collisions (abnormal use) or the spacer has been forgotten during assembly or a maintenance (stressed by screw). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the impacts, we recommend to perform corrective maintenance to rectify the default after its detection. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Initial reporter was getinge technician. Event site name/ postal/telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 13th december, 2023 getinge became aware of an issue with one of surgical lights - powerled. During preventive maintenance the cracked stop segment plate was discovered. Designated complaint unit employee confirmed based on photographic evidence the transparent cover was cracked with possibility of missing particles and also the label was chipping off. We decided to report the issue in abundance of caution as any parts or particles falling off during examination procedure may cause infection.